Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) recommended performing a full evaluation for potential lead integrity issues. The physician believed there was a lead anomaly, and another manufacturer's his bundle lead was implanted. This rv lead remains in service. No additional adverse patient effects were reported.